Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned promus stent delivery system (sds) noted blood on the entire length of the sds and contrast in the inflation lumen, consistent with preparation and the sds advanced into the body. It was confirmed that the stent implant was dislodged from the balloon and the length of the returned stent was smashed. In this instance, the stent damage was not reported and likely occurred during packaging, handling and return to abbott vascular for analysis. The stent implant outer diameters could not be measured due to the damage noted. However, there were crimp marks on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. The manufacturing records were reviewed for this lot and there were no non-conformances that could have contributed to this complaint. The lot release testing results were reviewed and all samples met all manufacturing criteria including stent placement, crimped stent outer diameter and stent dislodgement force. It is possible that during advancement of the sds, the stent implant became disrupted/loose on the balloon, such that during withdrawal, the stent became dislodged as it interacted with the tip of the sheath, although, this cannot be confirmed. However, since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. There multiple strands of clear plastic entangled in the entire length of the stent implant. This contamination was not reported or noted during product inspection prior to use. Thus, it is most likely the contamination came in contact with the stent during handling after the procedure during packing, handling, and return to abbott vascular for analysis. In this case, a definitive cause of the stent dislodgment cannot be determined, however, the stent damage and contamination are likely the result of handling. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stent had dislodged in the delivery sheath; however, this was not noticed until the entire system was removed from the patient. A second, same size device was used to complete the procedure. No patient effects were reported. No additional information was provided.